Manufacturer narrative:
Analysis of the lead found no significant anomaly. The lead distal end was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturing representative that there was a tined lead fault. The tined lead was being positioned pre-deployment of the tines. There was not a good response to all 4 electrodes. The tined lead was withdrawn from the introducer sheaf and before putting it back he noticed that blood had infiltrated the body of the lead. It appeared that there maybe a small fracture of the wire around the end of the lead by electrode 0. There was no environmental/external/patient factors that may have led or contributed to the issue. An alternative lead was used and the issue was resolved at the time of report.